Event description:
It was reported that the zimmer air dermatome was taking the skin too thick and leaking. Additional clinical follow up with the hospital indicated that an additional graft needed to be harvested. There was no delay in surgery as there was another available unit to complete the case.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 10 years old and the last repair was on (B)(4) 2011, for a non related issue. The inspection found that the unit ran normally and had normal wear and tear. The master blade was not flush with the control bar. No air leak could be detected. The customer's hose was not returned with the device. The likely cause of the reported complaint was the master blade not flush with the control bar. The installed blade must be flush with the control bar to attain the set graft thickness. Should the blade be forward, or behind, the control bar, it is possible the graft thickness may be outside the adjusted setting. There was no air leak detected, if this is what the customer was referring to. Clinical follow up did not obtain any further detail in this regard. The device was serviced and returned to the customer.